Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient suddenly experienced high blood glucose level (209 mg/dl) on 28-mar-2026 which was treated with insulin pump. The event occurred on the third day of use.